Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. D4: model number: 6mm medium, catalog number: cdm-625, serial number: (B)(6), lot number: h80003686, expiration date: 08/31/2015. D6: it was reported that the device was implanted in 2011. D9: yes, returned to manufacturer: 7/23/2020. G1: mr. (B)(6). G3: 10-aug-2021. H3: yes. H4: 09/27/2010. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation findings: 140 - wear problem. Investigation conclusions: 4315 - cause not established. H10: radiographic images showed that the disc appeared to be moving and loss of height with translation. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided, thus it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The device was received not intact; however, it was noted that there was evidence of extraction damage. In addition, histology results reported that no infection was present. Based on the limited information provided, the device did not malfunction and was not suspected to be a contributory cause of the revision.

Manufacturer narrative:
Additional information and the return of the device has been requested. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed.

Event description:
It was reported that a two-level m6-c artificial cervical disc patient required explantation of one of the two m6-c discs.